Event description:
The customer reported the system failed to boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel board, system interface board, and the display adaptor needs to be replaced. The reported issue is currently under investigation.